Event description:
It was reported that during reprocessing the da vinci s surgical maryland bipolar forceps instrument jaws would not open. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering placed the instrument on an in-house system and recognition and engagement testing passed. The grips opened and closed properly. Engineering found the instrument had a bent grip and deep scratches on the main tube. One grip is bent, causing side-to-side misalignment of the grips. There was a .033 offset at the tips. Engineering concluded the damage was likely due to mishandling. The distal end of the main tube had several scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded the damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.